Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the upstream occlusion alarm. The eval found the ultrasonic sensor readings to be out of spec (low) which caused the reported symptom due to a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum infusion pump was alarming upstream occlusion. It was also reported that there was no pt involvement.